Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface implant was opened and was found to have extensive polyethylene debris prior to implantation. Strands of polyethylene debris were present on the posterior edge of the implant. The surgeon used another surface to complete the case.